Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was not confirmed as there is no evidence of mishandling or incorrect usage. Based on the results of the investigation, it is like the following led to the water leak at the button: associated with the unintended escape of gas and air from the component in which it was housed. The most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The camera head was returned to the service center with reported, to review due to lack of use, during set-up. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, there was water leak at the button were found. The most probable cause was associated with unintended escape of gas and air from the component in which it was housed. There was no patient involvement.